Event description:
Patient undergoing tavr (transcatheter aortic valve replacement) procedure. Upon deployment of the valve, delivery system balloon rupture occurred. The balloon rupture also caused entrapment of pigtail catheter which was in the coronary cusp. Attempts at removing delivery system were unsuccessful, causing damage to the femoral artery, requiring surgical repair. After attempting to remove delivery system percutaneously, a femoral cutdown procedure was performed. Vascular surgeon was consulted. Removal of delivery system, balloon and trapped catheter was successful. Repair of the artery was then completed.